Manufacturer narrative:
A patient experiencing invalid impedance was reported to abbott. No intervention is planned. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient is not getting any therapy from one of the patient's leads due to high and low impedances on the lead. Patient was reprogrammed using the other working lead for the time being. Surgical intervention may take place at a later date to address the issue.